Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and bupivacaine, dose and concentrations not reported via an implantable pump. The indications for use were not reported. The patient¿s medical history included neck surgery orif (open reduction internal fixation) ankle and wrist, nil cataracts and r lumpectomy. It was reported that the patient went to the primary care physician (pcp) for lesion noted at margin of pump. The patient was treated with oral antibiotics. The patient was scheduled for pump replacement and pocket exchange. The pump infected. The patient noted a pencil eraser sized lesion left gluteal pump site 2 weeks ago that the primary care physician (pfc) medically managed with oral antibiotics. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue or if any diagnostics or troubleshooting was performed. The patient presented today, (B)(6) 2018 for pump replacement. During the replacement with the incision, milky fluid was noted in the pocket. Cultures were taken and the pump was removed from the pocket. The gloves were changed and the instruments used on pocket removed from the field, the spinal incision ¿ace¿ and cultures taken. The physician dissected the catheter and removed from it space and the insertion site over-sewn to close. The physician irrigated with bacitracin in 1 l ns (normal saline). The pump wound was then lavaged and irrigated with 150000u bacitracin in 3l ns. The wound packed with kerlix ¿nd bacitracin irrigation¿, and 4by4 dressings and tegaderm covered pump pocket to ¿grand.ate in¿. The issue was resolved at the time of the event. It was noted that the healthcare provider would have no further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.